Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing inhibition on the right ventricular (rv) lead. Subsequently, a revision procedure was performed. The crt-d was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.